Event description:
The patient was admitted for treatment of acute stroke in her left mca on (B)(6) 2012, and enrolled in the (B)(6) with randomization to the penumbra system alone. The thrombus was initially accessed with the penumbra 4max catheter over a velocity and synchro 2 microwire. With the respective penumbra separators, aspiration was performed with the 4max and then with the 3max. After this aspiration, it was noted that there was contrast extravasation in the m2 segment. At that point, the decision was made to use the solitaire device and three passes were attempted in the mca without full recanalization. The investigators then switched to the trevo device and performed three additional passes, restoring the flow to tici 2a. Two complications were noted during the procedure. The first is that the 3max separator perforated the vessel creating a small sah in the sylvian fissure. This was first reported by the site on november 9, 2012 but the relationship to the device was not confirmed until (B)(6) 2012 when the investigator reported is as mild and definitely related to the procedure and the penumbra system. The event resolved without treatment. The second event was that new distal emboli was created in the aca following the pass with the solitaire device. This was reported as moderate in severity, with "uncertain" relationship to the penumbra system and "definite" relationship to the procedure. This was reported on (B)(4) 2012. Mdrs 3005168196-2012-00419 through 3005168196-2012-00423 are associated with the same patient events.

Manufacturer narrative:
Conclusion: vessel perforation and emboli are known and anticipated complications associated with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for these lots were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. (B)(6).